Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. No patient information received to date after calls to customer (B)(6) 2020. Unique identifier: (B)(4).

Event description:
The hospital reported elevated co2 readings. There was no report of patient injury.